Event description:
Our facility utilizes a custom setup for tpn infusion in the nicu. The custom tpn setup/tubing is specific for our nicu, and is not utilized in other areas of the hospital. The tubing and the stopcock are fused together to prevent leaking. Over the last few weeks, we have had a handful of these custom tubing sets leak where the male luer portion of the tubing connects to the female luer on the stopcock. In one case, an infant had a low blood glucose level as a result of the tpn leaking. The infant is fine. Otherwise, there has been no patient harm. We have notified the manufacturer and sent some of the affected tubing for analysis. The manufacturer has advised in writing that it is a manufacturing problem.======================manufacturer response for tpn feeding tubing with stopcock, 18.5ml transfer set======================the manufacturer has been made aware of prior leaks that have recently occurred. They took the tubing setups involved and test them. They have advised in writing that the problem is related to a manufacturing issue. This particular leaking tpn tubing setup has not been returned to the manufacturer nor have they been made aware of it, but we will notify them soon.